Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/22/2025, a facility representative reported via (B)(4) that an ar-9676 angled reamer drive shaft and an ar-9597-10 angled reamer sleeve were bent. They were discovered during the case. There were no adverse effects on the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Visual evaluation noted that the shaft was not bent. Strong abrasion marks were noted around the shaft of the angled reamer, drive shaft. The device was chipped around the distal end of the shaft and the fitting hybrid hudson. Functional testing was performed, and it did not slide freely with the mating part returned ar-9597-10. The most likely cause for the reported failure can be attributed to misuse due to a force perpendicular to the drive shaft being applied while the device is spinning. This applied force creates an excess of friction and heat that ultimately has the potential to cause the device to seize from functioning as intended. Application of this force perpendicular to the drive shaft is not needed for the device to function, nor is it recommended that the user does this during normal clinical use. When used normally, this issue is unlikely to present itself, which suggests that the handling of the device has a large impact on whether or not it will seize. For this reason, the direct cause is considered to be misuse of the device.¿